Manufacturer narrative:
The device involved in this event will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that before implant of the alto stent graft system, the right iliac artery was dissected and this was the same side where the delivery system was inserted. During this initial procedure, the polymer started filling; however, only a small amount entered the device and it stopped filling. The remainder of the polymer remained in the syringe. The physician manipulated the delivery system in attempts to fill the polymer but was unsuccessful. After 14 minutes had elapsed additional attempts were made to access the polymer channel with wires and a catheter and in the meantime the patient's blood pressure decreased to 70 mmhg. The physician elected to remove the delivery system and to explant the device cutting it below the suprarenal stent and to implant a surgical protheses. After the open surgery the patient was sent to intensive care.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received one (1) alto main body stent graft for an evaluation. The explanted stent graft was shipped in a small shipping box, within a biohazard bag, within a small plastic container. There was blood residue present as reported the device was explanted from the patient. The delivery system was not returned. A visual analysis of the explanted stent graft was performed. Upon visual inspection the proximal crown was not returned. The primary sealing ring was completely dissected from the proximal end of the graft. There was no visible polymer in any of the graft rings. Based on the visual examination of the explanted stent graft, the polymer filling problem is confirmed. Endologix was unable to duplicate the complaint as the delivery system was not returned and the stent graft was dissected during the explant procedure. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was unable to confirm the reported inadequate filling of the sealing rings of the aortic main body, right iliac dissection, inability to cannulate the contralateral limb, hypotension and explant of the device. As the device was returned for an evaluation, the explant of the stent graft was confirmed but not by the medical reports / images available for return. This is moderately consistent with the reported adverse event/incident. As the reported event could not be confirmed, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. However, the following user and anatomy related contributing factors were identified: it was reported that the physician manipulated the delivery system in attempts to fill the polymer but was unsuccessful. It was also reported there were several twists done with the delivery system to orient the contralateral limb. It is best practice to avoid excessive manipulation of the delivery system during positioning and deployment. It was reported that the right iliac was dissected prior to delivery system insertion. There was thickened circumferential calcifications in the distal right common iliac artery. The neck conicity was 20.4% (off label condition as should be less than or equal to 10%). Procedure related harms identified for this complaint were hypotension and the right iliac artery dissection. The final patient status was reported as alive and sent to intensive care unit post procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Correction: h10/h11 - additional manufacturer narrative/corrected data has been updated.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received one (1) alto main body stent graft for an evaluation. The explanted stent graft was shipped in a small shipping box, within a biohazard bag, within a small plastic container. There was blood residue present as reported the device was explanted from the patient. The delivery system was not returned. The proximal crown was not returned with the stent graft. A visual analysis was performed. Upon visual inspection the proximal crown was not returned. The primary sealing ring was completely dissected from the proximal end of the graft. There was no visible polymer in any of the graft rings. Based on the information provided and the evaluation performed, endologix was unable to duplicate or confirm the reported events. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was unable to confirm the reported inadequate filling of the sealing rings of the aortic main body, right iliac dissection, inability to cannulate the contralateral limb, hypotension and explant of the device. As the device was returned for an evaluation, the explant of the stent graft was confirm but not by the medical reports / images available for return. This is moderately consistent with the reported adverse event/incident. As the reported events could not be confirmed, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. However, this event is most likely user and anatomy related due to the following contributing factors identified; it was reported that the physician manipulated the delivery system in attempts to fill the polymer but was unsuccessful. It was also reported there were several twists done with the delivery system to orient the contralateral limb. It is best practice to avoid excessive manipulation of the delivery system during positioning and deployment. It was reported that the right iliac was dissected prior to delivery system insertion. There was thickened circumferential calcifications in the distal right common iliac artery. The neck conicity was 20.4% (off label should be less than or equal to 10%). Procedure related harms identified for this complaint were hypotension and the right iliac artery dissection. The final patient status was reported as alive and sent to intensive care unit post procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date of received by manufacturer has been updated. H3: device evaluated by manufacturer has been updated . H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion code: remove code 11.